Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. On an unreported date in the same month as the death, the patient had a weight increase and received treatment of additional extraneal therapy. It was not reported if pd therapy was being performed with a baxter device prior to or at the time of death. Extraneal and physioneal therapies were ongoing until the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1988. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.